Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It has been reported that a progav 2.0 shunt system (#fx434-t) was found to have a torn silicone connecting tube between the shunt tube collection bag and the differential pressure valve. Preoperatively no patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.